Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm when the infusion was completed during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury, or medical intervention associated with this event. No additional information is available.